Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The sensing vector was reprogrammed from primary to secondary. Approximately two years later the patient received an additional inappropriate shock. Stored untreated episodes showed a similar appearance to the t-wave oversensing that had been observed in primary. Technical services discussed assessing the alternate vector. No adverse patient effects were reported.